Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the disposable set and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during dwell two of four of peritoneal dialysis therapy. The patient was connected. During troubleshooting, the patient noticed that there was disconnection/loose connection of the supply bag. Renal therapy services (rts) advised the patient to discard the supplies and call the registered nurse to notify them regarding the incomplete therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.